Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of approximately 3 mmol/l with symptoms of shaking, sweating, dizziness, and slurring of words. The reporter indicated that the pump emitted multiple loss of prime warnings despite changing the cartridge multiple times. The reporter indicated inadvertently infusing 1-2 units of insulin when priming while attached to the infusion site related to the loss of prime issue; the reporter indicated an insulin sensitivity of 1.5 mmol/l per unit of insulin. This report is made based on the allegation that the patient experienced hypoglycemia after multiple loss of prime warnings on the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/20/2015 with the following findings: the pump black box showed that loss of prime warnings had occurred associated with low force. On (B)(6) 2015, the pump recorded 2 delivery cessations related to loss of prime warnings, one at 16:12 resumed at 17:03, and one a 17:45 resumed at 18:30. The pump total daily dose history correctly reflected the user programmed basal rates. During testing, the pump exercised for 24 hours without loss of primes occurring. A pump delivery accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and confirmed that there was no damage or defects to the force sensor assembly or circuit. Unrelated to the complaint, the battery compartment was observed to be cracked at the bumper pad and the display screen was found to be discolored with a pinkish contrast.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.